Event description:
It was reported the error code 574 was observed on a patient programmer. It was further reported the patient had experienced ¿no problem¿ until two days prior to report when she wanted to turn her implantable neurostimulator (ins) off and received the 574 error code. The ins had otherwise worked 24/7 ¿with no issue.¿ it was ¿not possible to restart the ins since¿ the error code was observed. The patient was reprogrammed by her physician ¿without any problem¿ at the time of report. Since the reprogramming session the patient ¿induced interference with radio, tv, and computer speakers¿ which ¿made a very high noise¿ as a result. It was also reported the patient¿s ¿microwave didn¿t work well.¿ the patient indicated she had also experienced ¿problems with an anti-theft barrier in a shop¿ and that she ¿also felt electricity in her back when that happened.¿ it was noted the patient was ¿afraid about that.¿ interrogation of the ins with a physician programmer two days after initial report ¿didn¿t see anything special¿ and it was noted the ¿impedances were correct.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).